Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system was not returned for investigation of this complaint. The surgeon believes that the foley balloon catheter was inadvertently placed through the bladder neck and posterior to the bladder, causing a bladder neck perforation. The foley balloon catheter was subsequently repositioned by removing it and then reinserting it into the bladder using a guide wire. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Based on the event details, plus a review of the treatment log files, DHR, and labeling the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for the treatment of symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-hemostasis after the surgeon inserted a foley balloon catheter with a rigid catheter wire, expressed concerns about a potential perforation based on the catheter outflow (according to the manufacturer's instructions for use, bladder perforation is a potential risk during the aquablation procedure). An ultrasound examination revealed that the foley catheter balloon was not positioned in the bladder, but rather posterior to it. The surgeon believes that the foley balloon catheter was inadvertently placed through the bladder neck and posterior to the bladder, causing a bladder neck perforation. The foley balloon catheter was subsequently repositioned by removing it and then reinserting it into the bladder using a guide wire. The surgeon's assessment, based on transabdominal ultrasound, indicated that only a minimal amount of fluid entered the peritoneal cavity. The patient was transferred to the post-anesthesia care unit (pacu), after being in stable condition. The foley balloon catheter was placed in for a period of two weeks to allow healing of the perforation. The patient was reported to be discharged and doing well. No malfunction of the aquabeam robotic system was reported and the event was determined to be unrelated to the aquablation procedure.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.